Event description:
It was reported to boston scientific corp that a one step button initial placement gastrostomy kit was placed in a male child. According to the complainant, the cap on the button had broken off and now they cannot close it. Instructions were given to take the child to the hosp for a feeding tube replacement. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).